Event description:
It was reported that suture placement with a proglide device was attempted in the mildly calcified right common femoral artery using the perclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, the suture of the first proglide device was placed using the perclose technique. A second proglide device was used and the needles failed to connect with the foot plate, a cuff miss occurred. A third proglide devices was used for successful suture placement using the perclose technique. The sheath was upsized to 20fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures of the first and third proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the perclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. The investigation was unable to determine a conclusive cause for the reported cuff miss; however, the treatment appears to be related to circumstances of the procedure. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in the common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).